Manufacturer narrative:
The lot number was corrected.

Manufacturer narrative:
(B)(4). The review of the lhr (f1528504) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On 1/14/2016 additional information was received confirming the sheath size to be a 5f.

Manufacturer narrative:
The device was received with the advancer tube engaged to the distal tamp lock. The remainder of the sealant was observed on the catheter at the balloon's distal tip and exposed to blood. The procedural sheath was against the shuttle hub and the shuttle engaged to the handle. Visual inspection of the returned device revealed that the balloon was partially filled with approximately 1/2 of saline and 1/2 of air. The balloon's distal tip was inverted, which indicated excessive tension was applied during pull back. The balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. Based on the information provided and the investigation performed, the root cause of the reported failure to deploy could not be conclusively determined. However, the investigation revealed that the balloon from the returned device was incorrectly prepped. Per the mynxgrip instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. The review of the lhr (f1528003) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that after the sealant was delivered to the artery using the green handle, the procedural sheath was removed to expose the sealant. When they pulled the procedural sheath back the sealant came with it outside the body. At that point the balloon was deflated and manual pressure was applied for 30 minutes or less. The patient's hospitalization was not prolonged as a result of the mynx device/mynx procedure and was discharged with no further issues. No further treatment was given to the patient. Additional information was requested but is not available. Procedure type: intervention peripheral sheath size: 6f.